Manufacturer narrative:
(B)(4). Date sent: 04/09/2020. Device analysis: the analysis results found that the ntlc55 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload received. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hemicolectomy, new ntlc55 was removed from sterile package and used during case, 1st firing was happened very well, stapler line was also good. Second sr55 reload was loaded and tried firing on bowel but force to fire was little high and during firing knob broke down. Malform staples has been formed and since it was open surgery, it was managed by sutures. Fragments were generated (but did not fall into the patient) and removed without additional intervention. The surgery was delay by 30-minutes but completed successfully using another ntlc55. There were no changes in the procedure or post-operative care. The patient was discharged from the hospital.